Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a change in therapy effect; the pt had increased baseline pain. At the last pump refill, the pt had a large volume discrepancy; the actual volumes were unk. The catheter was revised on (B)(6) 2011. Additional info has been requested, a follow-up report will be sent if additional info becomes available.